Manufacturer narrative:
Investigation summary: a 2000e-04 product was not available for investigation; however, the customer confirmed that the complaint sample was from lot 21046254. No additional information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21046254 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A definitive root cause for the customer's experience could not be determined as the sample was no available for investigation. Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston of the smartsite during the assembly process; fluorosilicone is used as a lubricant within the smartsite to ensure the consistent opening of the piston when the smartsite is activated, and an insufficient amount may cause a temporary occlusion. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e-04 product in the past 12 months.

Event description:
It was reported when using the bd smartsite needle-free connector, the device experienced flow issues related to a clogged/ blocked bung. The following information was provided by the initial reporter. The customer stated: these bungs frequently do not work. The ivc will be in the vein but nothing can be flushed through the bung (it feels blocked). Replacing the bung or removing it resolves the problem. Today our patient needed her full arm re-dressed (art line +14g ivc). She was being kept asleep with a propofol infusion which could not be delivered via the bung. Anaesthetic until the bung was replaced. This is a frequent experience that has happened commonly to all colleagues I have spoken to about it. These bungs are unsuitable for the theatre suite.